Manufacturer narrative:
As reported by the (B)(4) smart pms for sfa, 28 months after a 6x40ml iliac smart control stent was deployed in the distal portion of a 99% occluded lesion in the left superficial femoral artery with heavy calcification and no vessel tortuosity, restenosis was observed at the proximal and distal edges of the stent. Target vessel revascularization was performed (the details unknown). The (B)(6) patient with unknown medical history is reported to have recovered the same day of the revascularization. It is unknown if there was any healthy tissue to healthy tissue¿ covered by the stent during the initial procedure. It is also unknown if the stent was post-dilated. The residual diameter stenosis is also unknown. It is unknown if the patient returned with symptoms or if the restenosis was found during a routine follow up or how it was identified. The stent remains implanted thus unavailable for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) smart pms for sfa, 28 months after a 6x40ml iliac smart control stent was deployed in the distal portion of a 99% occluded lesion in the left superficial femoral artery with heavy calcification and no vessel tortuosity, restenosis was observed at the proximal and distal edges of the stent. Target vessel revascularization was performed (the details unknown). The patient is reported to have recovered the same day of the revascularization. It is unknown if there was any healthy tissue to healthy tissue&#55299;overed by the stent during the initial procedure. It is also unknown if the stent was post-dilated. The residual diameter stenosis is also unknown. It is unknown if the patient returned with symptoms or if the restenosis was found during a routine follow up or how it was identified.